Event description:
It was reported that the device alarmed and stopped ventilating while in use on a patient. No patient harm reported.

Manufacturer narrative:
The log file was analysed regarding to the reported information. Based on the log file entries the reported ventilation stop could be confirmed. As per log file the alarm message "no int. Battery charging" was displayed at power-on (at 4:33 pm) and reoccurred in the following time. At 6:53 pm the alarm for "charge int. Battery" and at 7:04 pm the battery was fully depleted (alarm message "int. Battery discharged") and the ventilation function stopped. As per log file entries a charging failure of the internal battery occurred. The investigation at the supplier revealed that the charging failure occurred due to an issue in the charging pcb. Therefore, the battery does not charge when the power plug is inserted into the power supply and continues operation on the internal battery. In case of a charging failure the display symbol for the power supply lights red (as described in the IFU) and the alarm message "no int. Battery charging" is displayed. Additionally, the device alarms a discharged battery visually and acoustically as specified to warn the user about a low battery level. In the present case ventilation stopped due to a fully depleted battery. In this case an alternative independent ventilation device must be used instantly, as described in the instruction for use. In the present case, the device posted multiple battery related alarms as specified. No patient harm was reported. All users of all oxylog 3000 plus devices are informed about the identified risk with a field safety notice. This includes an instruction how the user can avoid a ventilation stop. The local dräger service representative or service partner will contact the customer to arrange a date for a firmware update of the printed board assembly charger to be performed free of charge.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device alarmed and stopped ventilating while in use on a patient. No patient harm reported.